Event description:
It was reported that there was no defect with the olympus devices, and the devices were functioning properly. Additionally, in a discussion with the operation manager (who was present during the operation), it is not believed that an olympus device could have caused the oxyhydrogen explosion. All the devices were inspected prior to use and the maintenance intervals had been adhered to in accordance with the law. Furthermore, the hoses used were also not leaking. The customer noted, "the explosion of oxyhydrogen gas is a very rare risk in this operation, which has nothing to do with the devices used.".

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up (b5). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to procedural complication during the operation. During resection, cutting and coagulating, thermal decomposition of the purge fluid produces a detonation-capable mixture of gaseous hydrogen (h2) and oxygen (o2), also known as oxyhydrogen or oxyhydrogen. Activating the radio frequency (rf) current in the presence of flammable gases can cause the gases to ignite or explode. This can result in bladder perforation or puncture, exogenous burns or other injuries. However, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following patient identifier: (B)(4).

Event description:
It was reported during a therapeutic transurethral resection of the prostate (turp) procedure, while using the high-frequency resection electrode an intravesical oxyhydrogen explosion occurred in which the patient's bladder was perforated several times. The patient had to undergo emergency surgery, the bladder was reconstructed, and the bladder function was restored. The operating time was extended by approximately 3 hours while the patient was under general anesthesia. No further patient impact was reported.